Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was displaying a service code 202 and the monitor failed incoming testing. Upon evaluation, the patient parameters were corrupted. The root cause for the corrupt patient parameters was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor that was returned for investigation into an unrelated issue, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing.